Event description:
After engaging staple load per surgeon, stapler jammed and stapler only partially released. When surgeon was able to detach stapler, the staples in the cartridge load were bent and twisted. Scrub tech was unable to remove stapler cartridge load from stapler. Stapler was an echelon flex powered plus 60mm compact articulating endoscopic linear cutter. Lot #p94a78. Expiration (B)(6) 2020. (B)(4). Product defect form was also completed.